Manufacturer narrative:
(B)(4). Concomitant medical products: unknown longevity liner ¿ unknown part and lot unknown, m/l taper ¿ unknown part and lot unknown, shell ¿ unknown part and lot. Therapy date: unknown. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was identified during review of a journal article waterson, h. B., whitehouse, m. R., greidanus, n. V., garbuz, d. S., masri, b. A., & duncan, c. P. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications. The bone & joint journal,100-b, 720-724. Doi:10.1302/0301-620x.100b6.bjj-2017-1466.r1.

Event description:
It was reported that patient presented with instability and underwent a revision at an unknown amount of time post implantation. During the procedure, the joint was found to have developed adverse reaction to metal debris and revealed necrotic granulomatous and trunnionosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.